Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, ¿during the procedure, physician split the amplatz super stiff wire in two while removing during stent insertion.¿ the procedure was completed with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.